Manufacturer narrative:
It was noted that the device is not yet available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a total hip replacement requiring revision for aseptic loosening of the femoral stem. He suspected the stem was undersized. Update 30/october/2018: as reported in how was issue noticed "pain in right hip/ thigh/ knee".